Event description:
The customer reported the system produced uncommanded x-ray. No patient or user injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended. This report is one of 4607 records with the product code of jaa being reported in retrospective summary report (B)(4). This report is one of 8 records with a "uncommanded x-rays" malfunction being reported in retrospective summary report (B)(4). This report is one of 8037 being reported in retrospective summary report (B)(4). These records are being reported late as a result of a retrospective review of the quality system. The majority of these reports indicates patient involvement.